Event description:
It was reported that during implantable pulse generator (ipg) follow up check, the device exhibited oversensing with 498 short v-v intervals. Diagnostic testing/troubleshooting performed and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.